Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with removal of iud. It was reported that following insertion the patient experienced infection, urinary problems and vaginal scarring. It was reported that the patient underwent revision/removal on (B)(6) 2014 concurrently with anterior repair, fractional d&c, endometrial and bilateral and ovarian cyst ablation due to dyspareunia, urinary incontinence, and menometrorrhagia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.